Event description:
Planned elective surgery for removal of a left renal calculus with laser. When the urologist was threading the laser fiber through the ureteroscope to the left kidney, the tip of the laser fiber broke. The tip is transparent so he could not see it and he was unable to remove it. The blue covering encasing the tip was not seen when the laser was lit up. He stated that the pt will pass it when she voids. Another laser fiber was placed and the procedure was completed. Currently, the pt has not complained of pain.